Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a removal of stons from the bile duct. According to the complainant, when the jagwire was attempted to be inserted into the cook fusion catheter, resistant was felt and the guidewire was removed. The site claimed that the distal tip coating peeled and that nothing detached. The procedure was completed with a different device with no patient complications. The patient's condition has been described as "good." Investigation results revealed on (B)(6) that the distal tip had detached from the catheter, making this a reportable event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device revealed that the distal tip was missing coating. The pebax section of the guidewire had detached at the flare and was damaged. The device a appears to have received an excessive force due to the damage found at the flare and proximal end of the peebax. The root cause is considered operational context since due to an anatomical or procedural factors found during the procedure an excessive force seems to be applied limiting the performance of the unit.